Event description:
The tubing looked cloudy prior to connecting the pt to the dialysis unit. While inspecting the tubing, a hemostat was placed on the catheter tubing just below the cloudiness. The tubing broke off completely. Break was 1 cm above the bifuraction. Catheter placed in 2004 in radiology. Upon arrival in dialysis 6 days ago, arterial limb of catheter appeared "cloudy." Evaluation determined a crack in limb had occurred. Plastic hemostat applied above crack and catheter limb broke off when clamp applied. Pt unable to dialyze that day. Went to surgery for catheter removal and new catheter placement. Pt admitted to surgical area. Dialysis one day later difficulty obtaining flow from catheter despite manipulation by md. Tpa instilled to ports. Will attempt to dialyze in am.